Manufacturer narrative:
Follow-up #1: date of submission 06/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 06/03/2016 with the following findings: audio/normal bolus sound settings set to medium; all other sound settings set to vibrate. At piezo activation the pump audio measured at 67.1db in the piezo tester. Intermittent failure occurred @ 45 seconds after piezo activation. Opened pump to inspect piezo, cracked solder connection observed. The pump case cracked near the top right corner of the display lens at the case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (intermittent sound) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.